Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an unknown message. Data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.

Event description:
It was reported that there was an unknown message. Data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).